Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that his chair has broken several times since he received the chair. Consumer alleges that the two canes on back of the chair are broken. Consumer alleges that wheelchair busted when he went across a threshold. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1167484 rev. A (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.